Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this cloudy effluent episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of cloudy effluent in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On the same day, the patient was treated with vancomycin 2 grams (per levels) and gentamicin 80 mg stat followed by 30 mg daily. On (B)(6) 2011, the patient presented with cloudy effluent, however was asymptomatic. The severity of the event was considered mild. The patient was not hospitalized for the event. Two days post antibiotics ((B)(6) 2011), the fluid cleared and the patient remained asymptomatic. On (B)(6) 2011, treatment with vancomycin and gentamicin was discontinued. The event of cloudy effluent was reported as ongoing and improved. On (B)(6) 2011, dianeal and extraneal were discontinued and physioneal therapy was started. The nurse did not provide an opinion of causality for the event of cloudy effluent. The nurse reported that the root cause of the cloudy effluent was "unsure". On (B)(6) 2011, the initial reporting nurse confirmed that the patient completed a course of ip antibiotics. After converting to physioneal therapy, the patient's effluent white cell count "dropped significantly" and the bags were "crystal clear"(date unspecified).